Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that the event ¿no image¿ occurred because communication failure due to short-circuit or corrosion. The event can be detected by following the instructions for use which state: never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the cable was worn and that there was a leak on cable during water tightness test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head was being checked in micro-electromechanical systems (mems), they noticed it had no image. The issue was found during preparation for use and was not intended to be used in a procedure. The device was inspected before use. There was no patient involvement in this event.